Manufacturer narrative:
(B)(4): information unavailable. The device was not returned. Device remains implanted

Event description:
Subject in for follow up visit on (B)(6), 2011. The surgeon was unable to aspirate but 0.3ml from port. A port disconnection was diagnosed. Subject given all options as to how to resolve. The subject wants to weigh all her options before deciding as she doesn't feel that the gastric band is working for her. There were no diagnostic tests on this patient to confirm a port disconnect as the surgeon was confident that the tubing had come away from the port by the fact that he could not withdraw any fluid back during an adjustment (except for 0.3ml under pressure). In addition, the patient stating that she was not feeling any satiety or restriction after eating. The band remains implanted.

Manufacturer narrative:
(B)(4). The injection port with the locking connector was returned for investigation. Upon visual inspection, it was observed that injection port was covered with biological debris. The actuator ring was in the locked position, and the hooks were deployed. The locking connector was in the locked position. Upon microscopic evaluation it was noted that the septum was punctured 15 times. Dimensional analysis of the returned components was performed and met specifications. The complaint cannot be confirmed; product analysis confirmed that device dimensions around the connection tubing were within specifications. It was not possible to draw a definitive conclusion regarding the root cause of the reported event. Port disconnection is a recognized event associated with gastric banding. It is noted that the product's instruction for use (IFU) provides specific instructions regarding the connection method and adequate grasp method for the port positioning and connections. A potential cause of the reported event is the failure to properly connect the band tubing to the injection port. Our investigations concluded that the device was manufactured to specifications and met all release criteria. All devices undergo a 100% inspection prior to release.